Manufacturer narrative:
H3: 81 other - the customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. The customer called back indicating the blended gas calibration was performed, but still getting the error. Vyaire advised to adjust the o2 replay/air regulator. He will perform the air-o2 differential calibration and will call back if he needed further assistance. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator had low fio2 (fraction of inspired oxygen) alarm. The issue only occurred in neonate mode. No alarms in adult mode. End user is using a neonate circuit. The customer confirmed that the unit kept on running. Another avea ventilator replaced the unit. Furthermore, there was no patient harm reported associated with this event.